Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and medtronic leads, on (B)(6) 2010. It was reported that stimulation was not strong enough, and eventually the pt could not feel stimulation at all. The ipg was removed on (B)(6) 2011. The leads could not be explanted because, they were scarred in. The ipg was returned to the manufacturer for analysis. No additional info is available at this time.